Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5074941) on 23-feb-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("miscarriages") and habitual abortion ("miscarriages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "miscarriages" on (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 10 months 23 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), migraine ("severe migraine headache"), loss of libido ("loss of sex drive") and impaired work ability ("inability to work"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the pregnancy with contraceptive device, habitual abortion, migraine, loss of libido and impaired work ability outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for habitual abortion, impaired work ability, loss of libido, migraine and pregnancy with contraceptive device with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5074941) on 23-feb-2018. The most recent information was received on 14-sep-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("miscarriages") and habitual abortion ("miscarriages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "miscarriages" on (B)(6)2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 10 months 23 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), migraine ("severe migraine headache"), loss of libido ("loss of sex drive") and impaired work ability ("inability to work"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the pregnancy with contraceptive device, habitual abortion, migraine, loss of libido and impaired work ability outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for habitual abortion, impaired work ability, loss of libido, migraine and pregnancy with contraceptive device with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.